Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The issue was confirmed, the system was not performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-07-24 (B)(4) (rep): medtronic received information regarding a navigation system being used intra-operatively of a cranial resection. It was reported that the reference frame was tracking without issue but the probe was continually flickering in and out. Movement of the camera did not resolve the issue. Multiple instruments experienced the flickering tracking but the reference frame continually tracked. Site would wait for instrument to track when navigating. The issue extended the surgical time by less than 1 hour. There was not impact on the patient outcome. Additional information stated that during the case, the probe was not tracked unless the surgeon stayed very still and near the reference frame, when the probe tracked, it would only do so for a few moments before it would stop tracking. They did this several times to complete the case. After the case completed, a manufacturer representative did some troubleshooting and obtained a known good working frame and probe and stayed at the middle distance from the camera, upon doing so the camera would actively track the frame and the probe. However, when she would lift the probe more than an inch above the main divot and move to the left, the tracking details screen would flicker, therefore loosing tracking of the instrument. She was able to repeat this several times with the other additional probe. The site owns a total of 4 probes which are actively shared between the two systems and the other system does not show the same behavior with the same instrumentation. Further verified in the ndi toolbox utility but unfortunately neither of the components showed any recent errors. A replacement camera was ordered due to the issue pointing to a hardware issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.